Event description:
The mobile floor lift in question, an ultralift 2500x, was sold to the nursing home, (B)(6), on (B)(6) 2003. On (B)(6) 2009, while the facility was using the lift, it appears that the actuator (made by a third party) failed resulting in the lift lowering suddenly and injury to the pt necessitating hospitalization. Based on our investigation to date, it appears that there was inadequate if any maintenance on the lift. We recommend routine inspections and service as does the actuator MFR (a worldwide leader) to ensure the lift including the actuator performs. In fact, we mailed the facility a very specific letter from the actuator MFR again emphasizing the need for inspections. There were many warning signs of actuator failure that a routine inspection would catch like brakes in a car. We are nearly certain the facility failed to perform any of these inspections particularly on a very old lift. The spouse of the injured pt confirmed to us the visual appearance, etc of the lift which fully supports this belief.

Manufacturer narrative:
Based on age of lift and our own on-site inspection and interview with staff, we are highly certain the failure was due to lack of maintenance. Eval summary: as noted, this was a 6.5 yr old mobile pt lift. Following a phone call from the spouse of the injured nursing home resident, we contacted the facility. The facility refused to return the lift to us. We sent in a company rep to investigate and this is his summary from a dec 2, 2009 visit: the ultralift with failed actuator shows signs of consistent and/or heavy use through the yrs; with scrapes, dings, worn stickers, torn handle padding, etc. In my opinion, it has had little (if any) maintenance done to it, including adjustments to the boom hinge-pin and bottom mount bolt for the actuator assembly. The facility confirmed they have no record of maintenance to any of their floor lifts. Visual inspection of the boom shows space between the boom and its mounting clevis. Physical inspection indicates approximately 2" lateral travel in either direction. In addition, the bottom mounting clevis for the actuator is extremely loose. The actuator worm gear snapped at its extreme lowest point, where it anchors to its base. On a second ultralift at the facility, the actuator cylinder housing has come loose at its bottom edge, and it can be grasped and slid up the push rod of the actuator, exposing the worm gear. This lift is in same general condition as the first, with apparently little or no maintenance performed on it. Both units are currently out of service. I reviewed detailed maintenance procedures with the staff, and suggested that they immediately review/adjust all lifts at the facility. They appeared to have a clear understanding of what caused the actuator to fail, and what needed to be done to prevent any future occurrences. I am going to send an o/m manual to (B)(6) so they can begin scheduled maintenance on the lifts. The spouse of the injured resident also told us that she did not believe the lift had ever been serviced based on her looking at it.